Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a fracture. This triggered a switch to unipolar, causing discomfort and muscle spasms with myopotentials. The rv lead was surgically abandoned, and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a fracture. This triggered a switch to unipolar, causing discomfort and muscle spasms with myopotentials. The rv lead was surgically abandoned, and a new rv lead was implanted. No additional adverse patient effects were reported.